Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was reproduced and confirmed during power-up of the device during evaluation. This was caused by the lower link switch not having been properly installed. The link switch was making contact with the link itself which caused it to not retract properly and held the switch in the closed position when the door was closed. The lower auxiliary was replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient injury.